Event description:
Caller reported a cgm error but did not provide specific blood glucose impact details, ensuring there was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, during which the error did not reoccur, and they successfully started their sensor session.